Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia and new zealand (oaz). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oaz, omsc considered that the reported phenomenon was attributed to the video communication failure to the processor due to the failure of the cable or the ccd unit. Omsc considered that the failure of the cable was attributed to the user handling, and the failure of the ccd unit was attributed to the material deterioration of the ccd sensor. Olympus stated the appropriate handling of otv-s7proh-hd-12e and the counter measures against abnormalities in the instruction manual of otv-s7proh-hd-12e.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) and new (B)(6). (B)(6) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the camera cable and the ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, it was found that the endoscopic image of the subject device was not displayed. There was no report of patient injury associated with the event.